Manufacturer narrative:
An investigation of damaged ostase qc vials was conducted at beckman coulter (B)(4). The investigation determined the glass vials are not compatible at freezing at -70 degrees celcius. A 100% inspection is conducted when the vial labeling process is performed.

Manufacturer narrative:
(B)(4).

Event description:
...

Event description:
Beckman coulter (B)(4) reported a damaged ostase qc vial which caused the contents to leak. There was no report of affect to patients or end users in connection with this event.